Event description:
The surgeon reported experiencing a corneal burn in the operative eye during a cataract extraction procedure. Surgeon reported that the handpiece did not have any aspiration. Sutures were required to close the incision.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine and handpieces were tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device. The service technician was not able to reproduce the conditions reportedly experienced by the surgeon.